Event description:
The customer reported to beckman coulter (bec) a poor retic reproducibility on their coulter lh 750 hematology analyzer. Per conversation with the customer, only samples run in retic mode were affected by this issue, complete blood count (cbc) and differential results were not impacted. The customer stopped testing patient samples in retic mode on this instrument until after the field service engineer (fse) repaired the instrument. They ran retic samples on their other lh750 instruments. Quality control (qc) run before and after this event was within specification and the instrument is currently performing within qc specification. Patient results were not provided by the customer as the printouts for this event were no longer available. Per the customer, the erratic retic results were reported out of the laboratory and corrected reports were issued. There was no change to patient treatment attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineers (fses) and a hardware specialist troubleshoot this issue and replaced numerous hardware items trying to resolve the reported problem. The entire ttm (triple transducer module) was replaced which resolved the erratic retic issue. Failure mode can be attributed to the ttm (triple transducer module) replaced by the fse.